Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections age or date of birth and weight as the customer's age and weight were not provided.

Event description:
The customer reported that their contour next meter was displaying incorrect 7-day, 14-day and 30-day averages. For instance, based on the blood glucose readings provided between (B)(6) 2021, the average of readings when calculated manually is 69 mg/dl. However, the average reading displayed on the meter was 65 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.